Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that a pt who had l4-s1 left posterior fusion spinal surgery on (B)(6), 2010 using the paramount pedicle screw system, complained after the surgery that she experienced sudden sharp pains in her thigh. MRI imaging showed that the screw at vertebral level s1 had been placed so that it was partially in the foramen. On (B)(6), 2010, the pt had a second spinal surgery procedure to remove and reposition this s1 screw. During this procedure, the surgeon took an x-ray of the final construct and observed that at vertebral level l5, polyaxial head of the screw had disconnected from the screw shaft. This screw was removed. The surgeon then elected to remove the entire paramount system construct, and to replace it with another pedicle screw system (coral pedicle screw system). The following implanted paramount devices, which had not malfunctioned, were removed and are also being returned for eval: original l4 screw and head - 6.5x45mm ((B)(4)) and ph1 ((B)(4)). Original s1 screw and rod - 6.5x35mm ((B)(4)) and ph2, 60mm ((B)(4)). New s1 screw and rod - 6.5x35mm ((B)(4)) and ph2, 50mm ((B)(4)).